Event description:
Information was received from a friend/family member regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that a few weeks ago, pt felt like they had a needle or a burning in their sacrum area where the lead wire is. They felt it for a couple of days then it went away. Caller said they saw their doctor last week who looked at it and said everything looked good.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32tfz); product type: 0200-lead; implant date (B)(6) 2025; b3. Date is estimated; year is valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.